Event description:
The facility reported an infusion pump with a failure code 570:320:831:0000. The event occurred during use. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Though requested, no additional info was provided regarding pt's demographics, medication involved, or device programming. No additional contact info was available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional info becomes available. Review of the complaint history reveal similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mqd-CAPA-132.